Event description:
It was reported that the implant at tooth sites #12 and #13 were removed due to infection. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02294. Zimmer biomet complaint number (B)(4). Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided . Additional PMA/510(k) number ¿k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02294-1. This report is being submitted to relay corrected data and additional information. Correction: the item number reported under MFR 0002023141-2022-02292 is being updated from tsvb10 to tsvb13.

Event description:
No additional event information received at the time of this report.